Event description:
Suddenly speaking problems occurred. Patient checked vp in mirror and noticed that it was broken. Since the visible part of the vp was broken/torn off and almost fell into the trachea he himself drew out the vp immediately.

Manufacturer narrative:
Investigation: the vega has an xtraflange mounted. It is actually the esophagus flange that is ruptured (not visible to the patient). The tracheal flange is undamaged. The complaint description does not match the damage on the voice prosthesis. The esophagus flange is ruptured about 80% of the circumference, about 20% is still attached, no parts are missing. The fraction surface does not have any enclosed air bubbles that could have caused the tracheal flange to rupture. There are some nicks and scratches indicating that the outside of the housing has been in contact with a sharp tool of some kind. A possible scenario is that wrong method and/or tool was used while mounting the xtraflange and causing the scratch on the housing and at the same time an indication of fraction on the esophagus flange as well. This fraction then resulted in a ruptured esophagus flange at the time of removal of the voice prosthesis. The blue ring is still safely attached to the waist of the prosthesis. Conclusion: judged from the complaint description, damage on the housing and the surface of the rupture it is not likely that this rupture is a result of a faulty product.